Manufacturer narrative:
(B)(4). The product is requested to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that device and right atrial (ra) lead exhibited high pace impedance (>2000 ohms), high pacing thresholds and loss of capture. There was no asystole. An invasive procedure was performed to explant the lead and device. It was suspected that there was a conductor fracture on the lead. There were no adverse patient effects reported.